Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5120133.

Event description:
It was reported that a patient's lead was explanted due to an unknown malfunction. The lead was explanted on an unknown date. No further patient consequences were reported.